Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed) and was distorted. The outer insulation had cosmetic cut, was breached cut and had cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead had apparent explant damage.

Event description:
The right ventricular (rv) lead was returned to the manufacturer due to system upgrade, analyzed and tested out of specification. No patient complications have been reported as a result of this event.